Event description:
Customer reports leaking and breaking of disposable set. No pt harm. Several attempts made to obtain additional info and return of samples. If sample returned or additional info received, will submit a follow report.

Manufacturer narrative:
Pt info requested and all available info is included in section.